Event description:
It was reported that, approximately one day after the implant procedure, this right ventricular (rv) lead exhibited low intrinsic r-wave amplitudes and electromagnetic interference (emi) noise on the presenting electrogram (egm). A chest x-ray was performed, and a lead revision procedure was subsequently performed, during which the rv lead was successfully repositioned. No additional adverse patient effects were reported. This product has not been returned.